Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 248 mg/dl. The customer delivered a correction bolus. The customer stated that the elevated bg level was due to an air bubble that occurred during the load process. As tandem technical support was not contacted at the time of the reported issue and the customer had already changed out the cartridge, tubing, and site prior to the call, a system check was not performed. At the time of the call, the customer's bg level was reported to be under control.